Event description:
It was reported that high lead impedance readings were obtained during a pt's routine office visit. An x-ray was taken and according to the physician, it showed a subtle break in the wire at the location of the loop. Add'l x-rays were ordered but none have been sent to the MFR for review. The pt's programming history available in the in-house database was reviewed and it showed that the pt's device may be nearing end of service; however, this is based off limited programming history current up to (B) (6) 2007. Good faith attempts to obtain add'l info as well as a copy of the x-rays have been unsuccessful to date. Revision surgery to address the high lead impedance is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.